Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. Back to back results were taken. The laboratory result was "1.?" Inr. The meter result was "4.?" Inr. Therapeutic range: 2.0-3.0inr